Event description:
They tested at 515mg/dl and retested immediately with a result of 15mg/dl. No adverse event reported and not treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.